Event description:
It was reported that pump battery did not charge, leading to power alerts and eventually pump shutdown with an inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Cts instructed customer to leave wall adapter plugged into working outlet for at least 30 minutes, confirmed pump began charging with original supplies, explained that insulin on board and maximum hourly bolus were reset to zero and that cgm sessions must be manually restarted after shutdown or reset, and advised customer to monitor pump and call back if issue persisted, which customer understood and acknowledged.